Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the lead exhibited loss of capture (loc) and high impedance measurements which led to pacing not delivered when required as the lead was found to have dislodged. A new lead was then implanted. No additional adverse patient effects were reported.